Manufacturer narrative:
The patient sample was submitted for investigation. One native blood sample was spiked with sample from the patient and measured on the customer's h232 instrument and an h232 instrument used at the investigation site with the customer's test strips. One native blood sample was measured on the customer's h232 instrument and an h232 instrument used at the investigation site with the customer's test strips. The patient sample and plasma from the native blood sample was also tested on an elecsys 2010 instrument. The investigation of the patient sample shows no discrepancies between the cobas h232 instruments or the elecsys 2010 results. The material investigated can be ruled out as the root cause of the discrepant results. An interference was not identified in the patient sample. Handling and application processes at the customer site have not been excluded as potential root causes.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for roche cardiac troponin t quantitative on the h232 instrument. The initial troponin t quantitative result from the h232 instrument was 520 ng/l at 4:00 p.m. The patient was sent to the hospital to be re-tested. A new sample was obtained and the result from the cobas 6000 laboratory system using the troponin t high sensitive assay 2 hours later was 7.6 ng/l. The customer thinks the cobas 6000 system is correct. No adverse event occurred. The meter and strips were requested for investigation. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states. The meter and strips were returned. It was noted that the temperature requirements for shipping the test strips was not met.